Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dry mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dry mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The previously submitted report should have been recorded as not reportable as there was no mention of recall, no particle allegation, no evaluation of particles found, and the allegation of dry mouth is not a serious injury. Section h6 device problem code was updated, there was no allegation of degradation.